Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge and to replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 350 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support found a large a bubble in the tubing. Customer primed out the air bubble. Reportedly, customer used cold insulin to load the cartridge and used humalog for 3 days. Customer inserted a new infusion set site and resumed insulin delivery.